Event description:
It was reported to boston scientific corporation that an rx lithotripter compatable basket was used in the biliary duct during a lithotripsy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the physician used a basket to entrapped a 12 - 15 mm sized calculi in the main biliary duct. The physician attempted to crush the stone by using an alliance handle in conjunction with a lithotripter basket. A cracking sound was heard and noticed that the basket's pullwire broke. The physician completed the procedure with this device by wrapping the wire around his hand and pulling upwards which removed the basket together with the calculi from the common biliary duct. Additionally, the device was inspected prior to use and no issues were noted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Reported event of handle broken. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.